Event description:
Pt in hosp., recovering from fx left hip, femur repair, compression device applied 5/28/95. Pt states lack of movement of right foot. Examined foot revealed right foot drop. Compression was removed from pt. Diagnosis peroneal nerve palsy.